Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with accessory devices (guide catheter) during advancement, as resistance was noted, resulting in the reported difficult to advance/position. Further manipulation of the device likely torqued the stent delivery system (sds), ultimately causing the reported shaft separation inside the guide catheter. There was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
The return device analysis for the 2.75x18mm rx multi-link 8 bess identified that the hypotube and jacket were separated 19 centimeters (cm) proximal to the proximal markers. The return device analysis for the 2.5x18mm rx mulit-link 8 bess identified that the stent implant was dislodged from the balloon. It was previously reported that the stent dislodged in the guiding catheter and was simply withdraw. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement and material separation were confirmed. The reported difficult to advance could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with accessory devices (guide catheter) during advancement, as resistance was noted, resulting in the reported difficult to advance/position. Further manipulation of the device likely torqued the sds, ultimately causing the reported shaft separation inside the guide catheter, thus dislodging the stent inside the guide catheter. There was no damage noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.75x18mm multi-link 8 referenced in b5 is filed under a separate medwatch report number.d10, h3 - it was initially reported that the device would not be returning for analysis; however, the device was returned. H6: method code 4114 removed.

Manufacturer narrative:
The device is being retained at the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 40% stenosed lesion in the right coronary artery. A 2.75x18mm rx multi-link 8 balloon expandable stent system (bess) was being advanced; however, resistance was felt with the .014 guiding catheter. An unspecified .014 guide wire was used for support and better navigation, but the bess could not advance any further and the shaft kinked. An attempt to use a 2.5x18mm rx mulit-link 8 bess was made but the bess also met resistance with the .014 guiding catheter. After excessive torque, the shaft separated while inside the guiding catheter. The separated portion was simply withdrawn. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.